Manufacturer narrative:
The following additional information was received on april 6, 2015¿ event context: intra operative. Type of procedure: tympanoplasty. (B)(4): evaluation and repair of the device resulted in replacement of the nose, release collar, and bearings due to corrosion.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the device started overheat after 30 seconds. Temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: rear: 75.56 degrees f - middle: 75.2 degrees f - nose: 131 degrees f. As a result, the bearings were replaced. Method: test for high temperature conditions. This device is used for therapeutic purposes.

Event description:
It was reported that an igs visao handpiece drill ¿has heat¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.